Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra 2 meter was set to the incorrect unit of measure, mg/dl. The medical affairs specialist sent follow up questions to the technical service representative to ask the patient. The patient sated that sometime in 2007, she bought the meter on vacation in other country. She reportedly got a reading of 385 mg/dl (21.4 mmol/l) at lunchtime and converted that results to 38.5 mmol/l. She took 22 units of novorapid insulin instead of 16 units, which she states she would have normally taken for a reading of 385 mg/dl. Five hours later, the patient allegedly passed out. She did not indicate whether she passed out due to low blood sugar. The ambulance was called and she was taken to the hospital. She does not remember many details of the incident but she says she was in a coma for 24 hours before she was released. She does not know what readings the ambulance got or what treatment they gave her. The reporter stated she was not given any diagnosis at the hospital. She says she was given a combination of "insulin and sugary drinks" at the hospital to try to stabilize her blood sugar level. It is not known why she was given insulin. She was not given any diagnosis and was not given any advice upon discharge other than to "not do that again." The patient did not make any changes to her diabetes treatment regimen. The patient tests between 3 and 4 times per day. On the weekdays between 9:30 am and 10 am, and between 5pm and 10pm, she takes 6 units of novorapid insulin. She increases her novorapid based on readings, but did not specify how. On the weekends, she adds a dose of 6 units of novorapid at about 1:30 pm, which can also be adjusted. She always takes 22 units of lantus at bedtime. Her normal readings are around 7.0 mmol/l. She does not have any other health conditions besides diabetes. Since 2007, she has been able to correctly convert her readings between units of measure. She is tired of doing this every time and is requesting a new meter in the mmol/l unit of measure. She has not had any similar incidents during the past year. It was determined during the troubleshooting telephone call that there was no meter trauma. Since the meter was bought, the meter was set in the mg/dl unit of measure. This complaint is being reported because the patient alleged she did not convert the reading correctly between units of measure, took additional insulin, and reportedly passed out afterward.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.